Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited ventricular  oversensing on an unknown signal that appeared to be artifact. Oversensing appeared to corrected by increasing sensitivity, however signals were continued to be noted on the electrograms (egm). The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.